Event description:
Newlife oxygen concentrator involved in a fire located near the headboard of a hospital bed. Pt died, autopsy to be done. Per (B)(6) of (B)(6) fire department, the cause is undetermined and the fire originated in the area of the oxygen concentrator.

Manufacturer narrative:
The fire scene with the oxygen concentrator has been secured by (B)(6), for an inspection being scheduled. A follow-up report will be submitted after the inspection.